Event description:
It is reported that the patient has local tissue reaction to metal ion debris from morse taper of titanium stem and cobalt chrome femoral head.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.